Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during a port placement procedure, the catheter and cath lock of the device was found to be incorrectly sized. The procedure was completed using another device. There was no reported injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one vaccess CT low profile with an unknown catheter and cath-lock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Gross examination of the port body showed puncture access of the port septum. A knot was noted between the 54 cm and 56 cm marker. Both ends of the catheter showed striations on the surface. The investigation is unconfirmed for the reported defective component issue, as based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021),g4. H11: f10(device),h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter and cath lock of the device was found to be incorrectly sized. The procedure was completed using another device. There was no reported injury.